Event description:
It was reported that right atrial (ra) and right ventricular (rv) left leads exhibited elevated capture thresholds. Decreased pacing lead impedance was also noted on the rv lead. Both leads were extracted and replaced without complication. The patient was not symptomatic before, during, or after event.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.